Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system for non-malignant pain. The pump was used to deliver bupivacaine, fentanyl, and unknown baclofen. Dose and concentration information was unknown. It was reported that, at the time of this report, the patient had been in the intensive care unit (ICU) for 31 days. The rep was called in to turn down the pump because the patient was going to miss their next refill. When the pump was interrogated, an alert came up that the motor had been stopped for 601 hours. The reporter was assuming that the patient had magnetic resonance imaging (MRI) but the patient's wife was unable to say exactly when. The reporter confirmed that the pump logged a motor stall recovery. It was confirmed that there was no volume discrepancy. Telemetry state was discussed. It was noted that the patient's pump medication doses changed from fentanyl 940mcg/day to 300mcg/day and baclofen 94mcg/day to 30mcg/day to decreased the flow rate and increase the refill time. The patient's weight was unknown. No patient symptoms or complications were reported. It was reported by the company representative (rep) that the motor stall logged on 6/25/2023. The motor stall recovery was logged at time of interrogation. It was also reported that the patient had been admitted to the ICU due to complications from a surgery completely unrelated to the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.